Event description:
It was reported that doctor experienced a posterior bag tear during phacoemulsification and implanted the light adjustable lens (lal) in the sulcus. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Device evaluation: a field service engineer (fse) visited site and replaced the vacuum control assembly. System performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.